Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 4.00x20mm synergy ii drug-eluting stent was advanced for treatment. However, when the device was removed, the stent was damaged and it was damaged in the tuohy or before. No patient complications were reported.